Event description:
It was reported that during an ion endoluminal lung biopsy procedure, excessive bleeding occurred, which required an endobronchial balloon blocker to resolve. The customer reported that this occurred when the flexision biopsy needle hit a carina. The customer reported that they do not believe the flexision biopsy needle was defective. The physician used a bronchoscope to remove blood while the balloon blocker was used to stop the bleeding. Multiple attempts have been made to contact the physician to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs for the event date (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced bleeding. As a result, an endobronchial balloon blocker was used to resolve the bleeding. The cause of the intra-procedural complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.